Event description:
It was reported that during a percutaneous transluminal intervention, guide wire detachment occurred. The target lesion was located in the calcified and tortuous superficial femoral artery. A 300cm pt graphix guide wire was used to access the lesion. During the procedure, the end of the wire fractured and embolized inside the patient. The embolized portion was snared. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal intervention, guide wire detachment occurred. The target lesion was located in the calcified and tortuous superficial femoral artery. A 300cm pt graphix guide wire was used to access the lesion. During the procedure, the end of the wire fractured and embolized inside the patient. The embolized portion was snared. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned outside the hoop. Visual inspection of the distal tip presents 1.7cm of the poly coating is scraped and the core wire is exposed. There are kinks along the body but the device is not fractured. All outer diameter measurements are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).